Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4) failed to power on was not confirmed during the functional testing and archive data review. The reported issue was not duplicated during the testing. However, the reported complaint of the platform does not retract the lifeband was confirmed during the functional testing, and the archive data review. Functional testing of the platform revealed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message on the user control panel during initial power-up and the archive data review showed multiple user advisory (ua) 45. The lifeband did not retract due to the drive shaft being not at the "home" position. To remedy the user advisory (ua) 45 error and the lifeband did not retract issue, the driveshaft was rotated back to the home position. The likely root cause of the issue was due to user error. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. Upon visual inspection, observed broken front and bottom enclosures, which is unrelated to the reported complaint. The probable root cause for the front and bottom enclosures damage is due to user mishandling such as a drop. The front and bottom enclosures were replaced to address the physical damage. The autopulse platform failed initial functional testing due to user advisory (ua) 45 (not at "home" position after power-on/restart) error message displayed upon powering on, thus confirming the reported complaint. Also, unrelated to the reported complaint, the load cell characterization test revealed that the load cell module is defective, probably as a result of damage sustained by user mishandling such as a drop as indicated by the damaged front and bottom enclosures. The defective load cell was replaced to address the issue. The archive data review showed the occurrence of the user advisory (ua) 45 error message around the reported complaint date. The driveshaft was rotated to the home position to clear the user advisory (ua) 45 error message. Following the service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During the device check, the autopulse platform (sn (B)(4) failed to power on. The platform was tested with multiple autopulse li-ion batteries; however, the same issue was observed. The user could not retract the lifeband to its fullest extension when used with the manikin. No patient involvement.